Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty/pta, the 40 cm. 3.7 fr. Slalom thrill 5 x 2 balloon catheter (bc) was inflated to nominal pressure/10 atm. At the target lesion. The bc was then removed from the patient. Angiography was performed and recoil/vasospasm of the lesion was confirmed. The physician then attempted to re-deliver/re-cross the lesion but was not successful. The guidewire was then exchanged for a longer one for better support, but the physician was still not able to cross the lesion with the slalom thrill. Another 80 cm. Slalom thrill 5.0 x 20 bc was inflated at the rated pressure to complete the procedure successfully. There was no reported patient injury. There was no report of any other intervention/medical therapy used. The target lesion was the cephalic vein. The lesion was reported to be: a 90% stenosis, slightly calcified and highly tortuous. The physician experienced difficulty accessing/crossing the lesion initially due to the precipitous anastomosis of the lesion. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted.

Manufacturer narrative:
Concomitant products: inflation device: goodman's; gw:aquasilk; radifocus 0.018; bc:slalomthrill ((B)(4));sheath: vaivt a 4f. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the affiliate, following percutaneous transluminal angioplasty with a slalom thrill of a slightly calcified, highly tortuous cephalic vein with 90% stenosis, angiography confirmed recoil/vasospasm of the vessel. Initially the physician experienced difficulty accessing/crossing the lesion due to the precipitous anastomosis of the lesion; however, the slalom thrill balloon catheter was inflated successfully to 10 atmospheres within the target lesion and the balloon catheter was removed from the patient. Angiography was performed and recoil/vasospasm of the lesion was confirmed. The physician attempted to re-deliver the slalom thrill to the lesion but was not successful. The guidewire was exchanged for one with a longer length for better support, but the physician was still not able to cross the lesion with the slalom thrill. Another slalom thrill 80 cm. Balloon catheter was delivered to the lesion to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted. There was no reported patient injury or any other intervention used. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature. Vasospasm can be caused by the outward radial force and axial friction of the balloon, or by the device manipulations inherent in any procedure causing endothelial irritation. Based on the information available the operator experienced difficulty accessing the target lesion due to the precipitous anastomosis of the lesion which may have caused the vessel to spasm. Neither the DHR nor the information available suggests that the difficulty experienced by the customer could be related to the manufacturing process of the device; therefore, no corrective action will be taken.